Event description:
It was reported that an ilet pump exhibited battery charging issues and user interface malfunctions, including a blinking blue status light on the charging pad, intermittent failure to charge, an unresponsive and dark touchscreen, and difficulty hearing alerts; the device was restarted multiple times and later powered on, but the user reported persistent concern and declined a like-for-like replacement while requesting an upgraded model. Symptoms included perceived blood glucose fluctuations as reported by the user. Outcomes included product replacement shipment and user education, with no medical treatment, emergency care, or hospitalization reported. Investigation included review of device performance history, user interview, and verification of charging behavior, along with arrangements to retrieve the original device for assessment. Investigation of this case revealed a suspected device malfunction involving the user interface and charging subsystem, with potential charger contribution given the observed blinking charge indicator, while the display and touchscreen performance were inconsistent with normal operation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending device evaluation, with probable contributor(s) being hardware failure within the pump¿s user interface or charging components and possible accessory charger fault.